Manufacturer narrative:
(B)(4). Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the monitor's speaker stopped working and displayed a "speaker malfunction" error message. There was no sound coming out of it. No pt harm was reported.